Event description:
It was reported that the pt had not made any progress with cochlear implant (no auditory responses to sound). Telemetry measurements reveal significant fluctuations over time with 3 electrodes now showing 'hi' and 4 other electrodes showing > impedances.